Event description:
The circulating nurse opened the incorrect product. The surgeon implanted a right medial implant in a left medial knee and closed the wound site. After being informed of the mistake, the surgeon decided to leave the implant in the patient. As of this date 2004, surgeon is satisfied with the patient function and is covinced that the implant will perform satisfactorily.